Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 18.3 - 18.5 cm from the pin consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.